Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1513 mg/dl and a ketone level of 15 mg/dl; cause was not known. At the time of the event, the customer had received multiple high bg reminder alerts. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump as an attempt to address bg level. No issues were able to be identified with the pump supplies in use at the time of the event as they had been disposed. Reportedly, customer was found unconscious by husband. Subsequently, the customer was hospitalized and treated with potassium. The customer arrived at the hospital on (B)(6) 2021. Reportedly, the customer was released from the hospital on (B)(6) 2021. Customer was educated on pump therapy again and recommendation was made to consult with a healthcare provider to discuss diabetes management.